Event description:
The customer states that one patient sample generated (B)(6) with the architect (B)(6) qualitative assay. The sample tested positive by nucleic acid testing (nat) and by an non-abbott methodology. (B)(6) testing was also (B)(6). No suspect results were reported from the lab. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 1p97 that has a similar product distributed in the us, list number 1l80. An investigation is in process. A follow-up report will be submitted when the investigation is complete.